Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 8703, lot# j93117941, implanted: (B)(6) 1993, product type: catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer through a manufacturing representative regarding a patient receiving intrathecal therapy. The indications for use were non-malignant pain and post lumbar laminectomy syndrome. On the night of (B)(6) 2016, a lightning storm came through the area, and the patient suddenly developed paresthesia to the hip and leg. A possible granuloma due to paresthesia was discussed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.